Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the adhesive was damaged due to stress during use or external factors, leading to the peeling. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 endoscope inspection" [inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the tip lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device as part of the asset return process. The returned device was evaluated and it was found that the adhesive of the objective lens of the endoeye flex deflectable videoscope was peeled off. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover had a chip. Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. Video connector had a crack. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.